Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing the pump failed to power on. The pump history was unable to be downloaded due to the power issue. The pump was connected to an external power supply and found that the current draws were outside of specifications. The pump was opened and the voltage regulator was found to have failed. Unrelated to the complaint the bolus button was found to be slightly lifted from the pump. The damaged button is obvious and detectable to the user and should alert the user to discontinue use of the device.